Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as greater than 10 ml of clenz, which leaked under the analyzer while running samples. The leak was not contained. The operator was wearing personal protective equipment of gloves and lab coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed the leak from worn tubing at pv 37, replacing the tubing resolved the leak. Failure mode was identified: failure mode of the leak is related to worn tubing at pv 37. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to generate erroneous results for all parameters due to carryover or sample contamination. Evaluation of product labeling: coulter lh 500 hematology analyzer, pn624602: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).